Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the complete investigation results. The sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to confidentiality, a2: age & date of birth: requested, not provided due to confidentiality, a3a: sex: requested, not provided due to confidentiality, a4: weight: requested, not provided due to confidentiality, a5: ethnicity: requested, not provided due to confidentiality, a6: race: requested, not provided due to confidentiality, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: interventional cardiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: during the completion of a procedure, the doctor proceeded to perform vascular closure using the angio-seal vip device. According to the physician, all steps were performed in accordance with the recommended technique. However, at the time of device deployment, he reported not feeling the expected resistance. Upon attempting to retrieve the device, no components appeared to have been deployed. The physician immediately applied manual compression at the access site, successfully achieving hemostasis. There was no blood loss.